Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a backup battery fault arose, initially cleared, returned, and after a battery exchange displayed again immediately after inserting the new battery. The controller was exchanged and the issue resolved with this exchange.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the backup battery fault was not confirmed through this analysis. There was no log file submitted for review. Additional reported information indicated that the backup battery faults re-occurred after the backup battery exchange and did not resolve until the controller was exchanged. The system controller was not returned; however, the 11v backup battery, serial (B)(6), was returned. The returned 11v backup battery was functionally tested and was found to perform as intended during analysis. The battery underwent multiple load tests and self-test. The backup battery fault alarm was not reproduced during the test. The root cause of the reported event cannot be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.